Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was observed that the screen was not working. There was no reported patient involvement. The technician recommended replacing the device's system board to address the screen/communication issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.